Event description:
The account alleged the bed exit is not functioning. No patient impact.

Manufacturer narrative:
The technician investigated and found the bed functioned as designed, no repair needed.